Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was unknown. Customer stated that display did not return after the insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. The device received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.